Event description:
Argon response: two samples of lot 99432962 were returned from user facility as a result of the customer experience of pressure drift. Investigation and results of that investigation are as follows: protocol: visually examine for possible damage. Measure zin/zout ohms. Connect to propaq monitor check for proper zero, offset and pressure to 300mmhg. Disassemble samples and inspect for cracked diaphragm. Protocol results: no physical damage found, dried blood on sample 2 connector. Zin/zout ohms: sample 1=349/292, sample 2= 349/292. Both samples zeroed properly and with offests of sample 1=0 and sample 2=1 well within the tolerance of 0 +/10 mmhg. Functionally tested to 300mmhg, no problems indicated, disassembled samples, no cracks found on either samples diaphragm. Examined cable connectors under 10x magnification, sample 1-corrosion found on cable connector blade 1 (zin), sample 2-corrosion found on cable connector blade 2 (zin). See file photos. The corrosion noted is green in nature and consistent with fluid oxidation. Report number 2233020000-2005-8009 - page 2 root cause: fluid on transducer connector plug, corrosion found on both samples is consistent with liquid possibly saline on connector. Instructions for use (IFU) states, "be sure that the cdx and cable plugs are dry, aligned, tight ad locked with the locking ring. Wet or improper connections can cause inaccurate or drifting readings." The cdxpress plug or matting cable plug became wet and when connected caused the product experience. This is due to the conductive nature of some fluids including saline. Conclusion: unable to verify product experience from returned samples. Samples have corrosion on transducer connector consistent with fluid, which as the IFU states can cause drifting readings. Samples functioned normally under lab conditions. Examination of chip diaphragm exhibited no sings of defects. Corrective action: when used per IFU instructions the current cabling design was proven to function as intended. Argon is currently modiying existing design to further mitigate issues related to fluid ingression. We are also submitting for your info the argon medical devices IFU for pressure trnasducers highlighting the caution concerning wet connections. The user facility stated that they returned a sample of lot 99431717, however, co did not receive that sample. If you have any questions or need additional info concerning this report, please feel free to contact me at 903-677-9311.

Event description:
The cardiac anesthesiologists had problems with drifting blood pressures using a physiological monitor during a surgical case. The anesthesiologist re-zeroed the pressure and all the pressure cables were changed with no appreciable difference in the drifting pressure. The hospital surgical purchasing representative decided to pull all of the argon medical transducers (with argon medical approval). Several days later, cardinal health was told to pull all of the transducers with bad lot numbers. Facility subsequently received replacements with the same problem. Several weeks later, a letter from medical's quality assurance department stated, "possible anomaly with diaphragm of sensing element." Facility shipped a new transducer with the same problem to the company. An immediate replacement was promised but there was a long delay in replacing the transducers from cardinal health. A new lot arrived and has been placed in the ors with no report of drifting pressures as yet.